Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. Unable to perform basic occlusion and occlusion tests due to prime alarm. The insulin pump had missing end cap sticker, scratched lcd window and cracked reservoir tube window.

Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 479 mg/dl. Customer treated with manual injection. Advised the customer that the insulin pump will be replaced. Nothing further reported.